Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that a review of the device's log file did not show any critical errors present. There were battery entries from on (B)(6) 2024 to on (B)(6) 2025. Next time the device was powered on was when the device arrived at zoll for evaluation on 1/21/2026. There are no indications in the battery were depleted to confirm the gaps of no battery entries. Its possible batteries were removed on both occasions or was not fully inserted. The report of the no power could not be duplicate during evaluation. Device passed all functional testing without any issue. Battery was not provided for evaluation. No fault was found with the device. No emerging trend based on similar reports.

Manufacturer narrative:
The device was not returned to zoll for evaluation. The device is not expected to be returned to zoll. An attempt to contact the customer was made to inquire about the status of the device but has not yet been replied to. Currently, the status of the device is unknown. The complaint is closed as no product returned. This service request will be reopened if the device is returned to zoll for evaluation.